Manufacturer narrative:
The product was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 4700 patch, implanted 18 days, was explanted due to unknown reasons. The patch had been implanted in the right frontal brain position. No further information was provided.

Manufacturer narrative:
There is insufficient information available to confirm the root cause of this event. It is unknown whether there was contamination at the time of surgery which led to the infection. There is no information to suggest there was any issues during the sterility or packaging process of the subject device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received information that a pericardial patch, implanted 18 days, was explanted due to subgaleal wound infection. The implanted patch was in the right frontal brain position. Per medical records, the patient was admitted with cough, increased weakness, and pneumonia, and found to have subgaleal abscess. He required debridement of the right frontoparietal cranial wound with removal of bone flap and dura-guard graft. The prior incision was prepped and draped. Pus was encountered in the subgaleal space. The bone flap and bovine pericardial patch were removed. The wound was irrigated with copious amounts of antibiotic containing solution. The flap was then re-approximated over a drain using 2-0 vicryl deep stitches and a 3-0 repeat superficially. The patient was discharged to inpatient rehab on pod #11 in stable condition.